Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device fired an incomplete staple line. A new device was opened to complete the case. There was no patient consequence.